Manufacturer narrative:
(B)(4). Batch #: v9465g. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the doctors were doing a hysterectomy, when the clamp got stuck in their jaw and they could no longer open it, the physician changed the device and continued the surgery. The surgery was delayed by 10 minutes. There was no patient consequence.